Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records, lot specific complaint database search, and testing of retained samples was not possible for the cement as the lot code required was not provided. The dfmea and IFU were both reviewed; implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. A complaint database search finds no other reported incidents against the femoral provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Only additional information obtained was the patient activity is moderate. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of the femoral component at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.